Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance readings were obtained on both systems and normal mode diagnostics during a routine office visit. There was no report of an increase in seizures. The physician will have x-rays taken and discussed programming the pt's device off. Good faith attempts to obtain add'l info have been unsuccessful to date, however revision surgery is likely to address the high lead impedance.